Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had no image. The event occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: d9. The reported event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.